Event description:
It was reported that during surgery there was moisture inside the sterile packaging. There was no patient impact. Due diligence is complete as no additional information is available.

Manufacturer narrative:
(B)(4). G2: event occurred in new zealand. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.